Manufacturer narrative:
The device was not available for evaluation; however, a lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality. The bone could be too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, tobacco use and poor oral hygiene could also be the factors causing the implant to fail to osseointegrate. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Precautions in the IFU also state that "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture of the implant site. The proper surgical protocol should be strictly adhered to." This event will be tracked and trended.

Manufacturer narrative:
Patient's race and ethnicity were not provided; however, the patient's nationality is (B)(6). Device is being returned for evaluation by the distributor. Once the device is received and the evaluation is completed, a supplemental report will be submitted. This report is for the 1st of 6 failed implants with the same patient: please reference 3011649314-2019-00091 ((B)(6)) for the 2nd implant. Please reference 3011649314-2019-00092 ((B)(6)) for the 3rd implant. Please reference 3011649314-2019-00093 ((B)(6)) for the 4th implant. Please reference 3011649314-2019-00094 ((B)(6)) for the 5th implant. Please reference 3011649314-2019-00095 ((B)(6)) for the 6th implant.

Event description:
This report is for the 1st of the 6 reported implants: it was reported that an inclusive tapered implant failed to osseointegrate and lacked primary stability. The patient had pain during the visit to the clinic. The implant site was infected. Per provided information, the patient's bone was weak and bone grafting was performed prior to implant placement. The implant was placed on (B)(6) 2018 and was extracted on (B)(6) 2019. Patient's symptoms have been relieved after the implant removal. The infection was cleaned and patient is waiting for bone to heal. The patient has type ii bone quality. The patient has no relevant medical or dental pre-existing condition. There was no abnormality noted with the implant itself.